Manufacturer narrative:
Investigation on the reagent kit lot did not find any issue. Based on the CT value obtained, the discrepancy alleged is likely due to the sample having a viral load near the limit of detection (lod) of the test. (B)(6). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged a result discrepancy for a single sample tested with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems compared to a result generated at an outside lab. The sample generated a target 1 positive and target 2 negative result on the cobas 68/8800 sars-cov-2 test. Retest of at an outside lab generated a negative result with an unknown test. Both the initial positive result and the retest negative result were reported to physician not to the patient. No harm was alleged. The alleged sample was a nasopharyngeal sample collected in cobas pcr media loaded directly on the cobas 8800 system. The product¿s method sheet indicates this test is intended to be used for the detection ofsars-cov-2 rna in nasal, nasopharyngeal, and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) and nasal swab samples collected in cobas® pcr media and 0.9% physiological saline. Testing of other sample types with cobas® sars-cov-2 may result in inaccurate results. Investigation on the reagent kit lot did not find any issue.

Manufacturer narrative:
Review of the data provided did not show any major shift or suppression in the control curves and the control CT¿s performed in line with release. The investigation performed did not identify any product problem related to the customer¿s allegation. Based on the investigation performed an the information provided there is no indication the product is not performing as intended. Although unknown the discrepancy alleged is likely due to site or sample specific factors. This sample could potentially be a pooled sample according to the customer. Additionally this sample is near the limit of the detection of the test based on the cts generated and information contained within the method sheet. Contamination could not be ruled out. Corrected device code from false negative result to false positive result updated h10 with more information from investigation conclusions. (B)(4).